Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. Additionally, a direct correlation between the device and the reported increase in left ventricular size and heart failure symptoms could not be conclusively determined. The pump was returned with the driveline cut at the pump-end bend relief and the severed portion was not returned. The sealed inflow conduit was returned, but not attached to its respective pump port. The sealed outflow graft was returned attached to its respective pump port. The sealed outflow graft bend relief was secured over the outflow graft with a sealed outflow graft bend relief collar. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the pump's blood-contacting surfaces revealed a red and white, tissue-like developed thrombus around the outlet stator bearing ball, extending into the vanes of the outlet stator. The darker areas of denaturation on the thrombus, as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. However, the origin and duration of time that the formation was present in the pump could not be determined. Furthermore, a root cause for the development of this formation could not conclusively be determined through this evaluation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Although a root cause for the development of the deposition could not conclusively be determined through this evaluation, the observed thrombus would have contributed to the reported elevations in lactate dehydrogenase (ldh). Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is rev. C. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 17may2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The patient also had increased left ventricular size and heart failure symptoms. The patient underwent a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2020 due to suspected thrombus.